Event description:
During an in clinic follow up, post sensed t-wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.